Manufacturer narrative:
Further analysis of the external pulse generator (epg) was performed. The printed circuit board (pcb) was assembled into a golden unit. The device was powered up on test bench with no problems observed. All the pacing tests passed when ran on sigmapace. Upon functional test ran on automated test console the device passed all tests with exception of two, the ventricular low pass filter test and atrial low pass filter test. The atrial and ventricular low pass filter tests were checked sense amplifier bandpass filter calibration. A sigma pace 1000 was used to check the atrial and ventricular sense amplifier frequency response and noted that the sense amplifier was within specifications. Therefore, the two tester failures were false failures. The epg was within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: it was determined at analysis that there was a failure of the external pulse generator (epg) at incoming testing. The printed circuit board (pcb) assembly was defective. The hanger assembly was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: further analysis determined that the printed circuit board assembly (pcba) was replaced in the epg and the liquid crystal display (lcd) was replaced due to a design change. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.